Event description:
It was reported that the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod between 5 and 24 hours. The customer reported being unsure if the cannula was properly seated in the infusion site as the cannula was found not inserted into the skin but lay under the adhesive. The patient felt ¿sick¿, as treatment the patient¿s parent contacted the hospital for guidance, confirmed high values with a glucose meter, and administered insulin by pen, and placed a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.